Event description:
Previous med watch report has been filed on this case regarding the st. Jude's aortic valve/conduit. Access number of that report is mw1036549. With add'l research and discussions with physicians and infection control department at facility there is discussion that the bioglue interface with the conduit was the primary site of the fungal growth. A female had elective repair of aneurysm of the ascending aorta and of the sinus of valsalva non-coronary cusp. In 2004 a resection of the ascending aorta, excision of the aortic valve, replacement with size 25 st. Jude conduit with re-anastomosis of the left and the right coronary artery was completed with use of cryolife bioglue being applied at site of the anatomies. The post operative course was uncomplicated, and at time of dismissal her incisions were healing well. Admission days 4 days in 2004. In 2005, she was re-admitted to a second facilty with an intracranial hemorrhage. Sixteen days requiring emergent craniotomy for evacuation of intracerebral hematoma. She was discharged with deficits to rehabilitation at a third facility. Reportedly while there she began experiencing acute abdominal and flank pain and was noted to have a fairly significant clot in her distal aorta. This was subsequently removed and sent off to pathology and results returned as fungal. Therefore, she underwent a tran esophageal echocardiogram which showed extensive clot near the prior aortic valve replacement. Pt was subsequently transferred to first facility for further evaluation and treatment. While there a median sternotomy, open heart re-operation with replacement of the distal ascending aorta and aortic arch and replacement of the aortic root and extensive debridement of aoritic root for fungal infection was completed. It is also noted she had some pericarditis at first facility. She was readmitted to second facility for 19 days for ongoing care of the fungal infection and for adjustment of antithrombolytics, as well as for physical and occupational therapy. The pt has had add'l hospitalizations and confinements at olol due to her ongoing medical problems, but is currently able to resume a part time practice as a physician. System-#bgat-27-sy was used to apply the product. We do not have lot number or expiration dates on this product from 2004.